Manufacturer narrative:
(B)(4). Information was received via literature published august 2013. Henricson, a., rösmark, d., & nilsson, k. G. (2013). Trabecular metal tibia still stable at 5 years: an rsa study of 36 patients aged less than 60 years. Acta orthopaedica, 84(4), 398¿405. Http://doi.org/10.3109/17453674.2013.799418. Concomitant products: knee-nexgen-patellas - unknown item/lot number. Knee-nexgen-femorals- unknown item/lot number. Knee-nexgen-tibial tray- unknown item/lot number. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2017-04030, 0001822565-2017-04037, 0001822565-2017-04040.

Event description:
It was reported in a journal article that one patient in the nexgen cr group suffered persistent anterior knee pain. Despite receiving a secondary patella component, this patient's condition did not improve.